Event description:
It was reported that the device was causing a burning odor. The biomed dept. Has requested to have the system evaluated for burning smell. There were no biopsies scheduled. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.